Manufacturer narrative:
Investigation description: housing and display assembly had visible wear and will need to be replaced. Complaint was confirmed and duplicated. Alert 38 was annunciated after attempt to complete a dry leadscrew run. Engineering logs confirmed alert 38 as well. The device was opened for further inspection; the motor was found not fully attached to the gear frame.

Event description:
It was reported that an ilet pump displayed repeated ¿unable to proceed¿ messages with alert 38 during a supply change, and the device could not rewind during a dry run, consistent with a mechanical problem; a replacement ilet was provided, and the user subsequently set up the new device with dexcom g7 and resumed insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem was identified with the pump that prevented motor operation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.